Manufacturer narrative:
(B)(4). Batch # t5az4w. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. No damaged was observed on the jaws and the device performed without any difficulties noted. The device was rotated without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported by the sales rep that during a vats case, the surgeon was having a few issues with the stapler device. The reload popped out of jaws when he was trying to position on the tissue, when he removed the stapler from cavity, he felt that the cartridge channel was slightly bent. He also reported having issues rotating the shaft and opening and closing the jaws. The procedure was successfully completed by using a similar device. There were no adverse patient consequences.